Event description:
Rec'd notice of complaint concerning above product from product manager. Spoke with "CT" and director of nursing regarding event. Alleged hemolysis event related to a kink in the venous line. Director of nursing states that the pt's treatment was initiated as usual. At the one hour check, the health care professional caring for the pt, noted a kink in the venous line, near the dialyzer connector. The health care professional straightened out the kink and the treatment was continued. At the two hour check, the pt complained to the health care professional that he felt nauseated, short of breath and was having chest pain. At this point, the health care professional informed the charge nurse of the kink that had been previously found and asked her to check a spun hematocrit for evidence of hemolysis. The director of nursing reports that the spun hematocrit was positive for hemolysis. The treatment was discontinued (blood was not reinfused) and the system was discarded. The "CT" states that he examined the line prior to discarding it and found no evidence of kinking. The director of nursing confirms that there was no evidence of kinking in the line post treatment. The director of nursing states that they are suspect of the venous line as they did actually visualize a kink in this line during the first hour of the treatment. No other kinks were observed throughout the system. The director of nursing states that the pt's primary medical doctor ordered the treatment to be restarted (with a new set up) as the pt's symptoms had resolved. The pt completed the remainder of this treatment without further incident. The pt was discharged to home post treatment, but several hours later, developed severe nausea and was admitted to local hospital. Ldh elevated (5344), admission diagnosis of pancreatitis secondary to hemolysis. The pt recovered uneventfully, did not require transfusion, and was discharged to home two days later. The day of the event, the director of nursing confirms that the access functioned well (left forearm graft) at a qb of 400ml/min, using 16g needles. Venous pressure ranged 240-300, which is normal for this pt. The pt dialyzes on an f-8 dialyzer against 2.0k concentrate. The facility uses a central delivery system. Samples not available, a response letter has been sent.